Event description:
The facility reported an infusion pump with fails on the pump channel. The event was reported to have occurred during patient infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation: the device was serviced by international affiliate, and the condition of pump with falls on the pump channel was confirmed. Volumetric tests performed by technical service, confirmed a variation of more than 5% between the ideal volume and the infused volume, due to canal wear, the technical service changed the canal and tested the device.